Manufacturer narrative:
Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a1801 captures the reportable event of tip of device contaminated.

Event description:
It was reported that, during a uterine prolapse repair procedure, a capio slim was used. During the procedure, the tip of the device was contaminated. The procedure was completed with the same device. The prolapse was successfully corrected, the patient's quality of life improved, and no complications were reported.

Event description:
It was reported that, during a uterine prolapse repair procedure, a capio slim was used. During the procedure, the tip of the device was contaminated when the device contacted a portion of the drape that was not in the sterile field. The procedure was completed with another of the same device. The prolapse was successfully corrected, the patient's quality of life improved, and no complications were reported.

Manufacturer narrative:
Block h11: block b5 has been updated based on the additional information received on july 7, 2025. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a1801 captures the reportable event of tip of device contaminated.